Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) suddenly stopped working while treating a cardiology patient. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, g2, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field:e1 (event site telephone) a getinge field service engineer (fse) evaluated the unit and found that the power management board of the equipment was faulty and needed to be replaced. A quote has been given to the customer, and the customer will not repair it for the time being. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) suddenly stopped working and cannot be turned on while treating a cardiology patient. The hospital immediately replaced the patient with a spare machine. There was no patient harm reported.